Manufacturer narrative:
An event regarding packaging damage involving a gmrs femoral component was reported. The event was confirmed by visual inspection. Device evaluation and results: the outer carton complete with shrink wrap opened on one end was returned for analysis. There is evidence of compression and indentation lines visible throughout the unit carton. There is also damage to corner of the unit carton. The outer blister was returned with the tyvek lid fully removed from the blister. One side flange of the outer blister is broken/fractured from the outer blister but remains adhered to the tyvek lid. A sample piece of the blister was broken away from the outer blister and was inside the unit carton. There is evidence of a good seal on the three remaining sides of the outer blister. There is also what appears to be dust inside the outer blister. The inner blister was returned inside the outer blister with its tyvek lid fully intact. There is also dust on the outside of the inner blister. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal on the inner blister. The returned device appears unremarkable. Medical records received and evaluation: not performed as the event is related to a packaging issue. Device history review: indicated all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing damage to the unit carton. No further investigation for this event is possible at this time.

Event description:
Sales rep reported an alleged packing issue. Upon opening box, the plastic was broken & paper seal compromised. Tried to check for sterility and unable to verify if still sterile. Used an alternate implant to complete surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported an alleged packing issue. Upon opening box, the plastic was broken and paper seal compromised. Tried to check for sterility and unable to verify if still sterile. Used an alternate implant to complete surgery.